Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction, at the moment the surgeon started to insert the biosure ha 9mm x 30mm screw to anchor the graft, there was a noise of something breaking, and when the wrench was returned by the guide wire, it was noticed that the anchor tip was broken. The piece was removed using arthroscopic tongs. The procedure was completed without surgical delay using a biosure ha 10mm x 30mm back-up device. No further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the anchor out of its package, with the tip broken off the rest of the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended excessive force on the device. Based on this investigation, the need for corrective action is not indicated.